Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy knob was not working. There was no patient involvement.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to the therapy pca failure. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.